Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A facility representative reported that the eye tracker would not track the right eye and had to turn the eye tracker off to complete the patient. There are multiple patients for this report. This report address patient one of two and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
Additional information provided. At the visit on site the field service engineer (fse) adjusted the eye tracker focus. The system was successfully verified according to company specifications. The eye tracker was working as intended so the reported event was not reproducible. Further information on environmental conditions state that the operation room lights are very bright and the white light adjustment was on maximum which is known to contribute to small patient pupils. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is user handling as the customer is new with the product. Contributing factors are the referenced environmental conditions. The manufacturer internal reference number is: (B)(4).